Manufacturer narrative:
On 08/22/2022, infutronix confirmed with the end user that the affected device will not be returned for evaluation and therefore a root cause could not be established.

Event description:
On 08/22/2022, a distributor of infutronix reported a complaint on behalf of an end user: "they had a downstream occlusion prior to calling and had restarted the pump to try overcoming the occlusion. They called a second time shortly afterward reporting leaking at the air filter on the distal end toward the patient will receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.